Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended, but customer alleged the wake button was still extremely difficult to press. There was no reported adverse impact to the customer's blood glucose level. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.